Event description:
It was reported that the punch tap was used, anchor was inserted and it broke in half (top/bottom). All pieces were removed. A 2nd implant was used upon twisting the anchor in the handle in the metal inserter shaft the same occurred. It was removed. A 3rd implant was threaded in successfully.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.